Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted kinked suction tubing. The tubing will be replaced. No report of patient involvement.

Event description:
The hospital reported suction was not operating as expected. There was no report of patient involvement.